Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using expired supplies. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.